Manufacturer narrative:
H3, h6: one aircast venapro system was returned for evaluation. The right pump presented a blue alarm and the left pump tested good for four hours.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. Per exemption number e2015057.

Event description:
It was reported that the device was overheating. There was no reported patient harm.